Event description:
One of the two events in which facility reports two incidences of disconnect of the venous end of the combi set at the pt connector with the same lot of comi sets. In one instance the line was connected to a fistula and in the other instance the line was connected to a procath catheter. For this report the line was connected to a catheter-procath. Refer to pir# for fistula event. Approx 20 minutes into treatment the event was noted. The pt had been prescheduled to have 2 units of blood transfused post dialysis due to other surgical needs. During the event the pt lost about 200 ccs of blood due to the discard of the line. No adverse effects or additional medical intervention was required. The sample line and the fistula are available and have been picked up by the sales rep. MDR filed due to blood loss only.